Event description:
It was reported that an 8f sts device was deployed per procedure. The black compaction marker was visible and hemostasis was achieved immediately. One hour post-deployment, the patient's blood pressure and heart rate dropped. Three units of gelofusine, two units of blood, and atropine were administered. A large hematoma was then noted; manual pressure and a femostop were applied to achieve hemostasis. The patient was discharged the following day. Reopro and heparin had been administered during the procedure. It should be noted that this event occurred during the user's second deployment towards angio-seal certification. Additionally, a pre-placement angiogram was not performed.